Manufacturer narrative:
PMA/510(k) number: exempt. Device evaluation: the reported device was not returned to cook inc. For evaluation. Photographs were sent and foreign matter, hair, is confirmed to be inside the sealed package. Investigation: a document-based investigation reviewed the following: instructions for use, quality control, complaint history, manufacturing instructions and device history record. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. There is no evidence to suggest there are non-conforming devices in house or in field. Conclusion: based on the information provided, examination of product photographs and the results of our investigation, the cause is traced to manufacturing. Per the [quality engineering] risk assessment, no further action is required. This defect can be easily identified prior to use with the naked eye. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported foreign matter, black hair, was found during incoming inspection in a sealed wayne pneumothorax set. The reported product did not make patient contact.